Event description:
The customer reported to olympus that they experienced a problem with the device, when connecting, the video laparoscope gives a flickering image that states ¿clean the contacts¿. Even when the customer cleans the contacts the image still does not function properly. The customer also states that the same device works properly in another operating room. Follow up with the customer was performed and the following information was obtained: the problem increases the duration of the operation and the patient¿s stay under anesthesia during the time it takes to replace the endoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Was inadvertently checked; reporters¿ information is not available during testing and inspection with the camera head/scope, the image disappears and shows an e216 scope communication error caused by a defective video connector. A review of the device history record found no deviations that could have caused or contributed to ultrasonic medium leaking. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the event was caused by customer handling. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.